Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure three years ago and the mesh was implanted. Since then, the patient is experiencing chronic pain, at least two a month or more ongoing infections, nausea, bloating, painful sex, urethritis, inability to void properly resulting in residual urine in bladder that causes urinary track infection. The patient underwent a removal of 1cm of the device as it was too tight, three urethral dilatations and three bladder distensions surgeries since the initial procedure. It was also reported that the patient has been unable to work full time as they are bed ridden with chronic bladder and bowel pain. The patient cannot eat much as the bloating from even the smallest meal causes pain, and has not slept through the night since the surgery due to often awakenings for two to four hours a night with pain. The patient has to void at least six times a night. The patient is also experiencing a food intolerance and gut issues due to over use of antibiotics to treat infections. The patient is exhausted and depressed. No further information is available.